Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had possible over delivery of insulin. Customer¿s blood glucose was 25 mg/dl. The customer treated with the food. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer reported that insulin pump system was not in use within 48 hours of reported low blood glucose event. The insulin pump will be returned for analysis.